Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID ns9008) was implanted via l-p shunt 10 years ago with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by (B)(4), product code: 702-jj). The patient experienced gait disturbance. The condition was observed for a while, the pressure was changed, but the symptoms did not improve. A CT scan was performed, and it was confirmed a rupture of the lumbar catheter on unknown date. The valve and the lumbar catheter were removed and replaced on (B)(6) 2022.

Manufacturer narrative:
The hakim valve (ID ns9008) was returned for evaluation. Device history record (DHR) - the product code ns9008 with lot cmbc3w, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 140 mmh2o. The valve was visually inspected; the housing siphon guard was damaged. The valve was hydrated. The valve was tested for programming and the valve failed the test. The cam mechanism don't move. The valve was leak tested and no leaks noted. The valve passed the test for occlusion, reflux and siphon guard. The valve was program retested: failed. The valve was then pressure tested, the valve failed the test. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the spring, on the ruby ball and on the seat of the ruby ball. The root cause for the pressure issue is due to the biological debris found on the spring, on the ruby ball and on the seat of the ruby ball, the biological debris was not letting the ruby ball sit correctly. The root cause for the siphon guard was damaged is due to improper handling of the device as noted in the IFU : do not fold or bend the valve during insertion. Incorrect insertion may rupture the silicone housing. Or can due a sharp or pointed object coming into contact with the valve or atypical handling, as noted in the IFU silicone has a low cut/tear resistance.

Event description:
N/a.